Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of an issue with cobas infinity core license software version 2.3.1. When a change is made to a test (test abbreviation, name or text in the results tab) the new version of the test overwrites the original version of the test. The customer understands that the infinity software will create a new version when there is a modification to a reference range or delta values but not when there are modifications in the general tab (such as an abbreviation, name or text in the results tab). The customer is concerned that the issue with the software overwriting the original versions of a test could affect patient results that were already in the software. If a printout of results is generated from previous days and those results involve versions of previous tests which have been modified, the patient results could be misinterpreted. There was no allegation that an adverse event occurred or that any patients were affected by this issue. The investigation determined that when modifying the configuration of a test, there are certain fields such as test ID and application that could not be edited. There were some fields, however, such as test name or test abbreviation where updates affected all versions of the test. There were other fields such as tube and primary unit that were linked to a specific test version. The investigation determined that product documentation does not clearly state which fields will create new versions of the test and which fields will affect all the versions of a test. If an old report is reprinted, the new test name will be printed in the report instead of printing a true copy of the original report that had been provided to the patient which contained the original test name.